Manufacturer narrative:
The technician conducted a full functional test on this device, and the device performed according to specifications. The issue could not be duplicated. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit did not alarm when a patient fell out of the bed. The patient received minor lacerations from the fall, but no other injuries were reported.